Manufacturer narrative:
The issue was investigated in detail. The investigation showed that the pc for the medical device mira max (11131575) was defective and caused the situation that the thorax acquisition could not be performed timely. The provided log files were investigated as well, however, no information could be found for the time of the event due to the flc pc not being started. According to the log files, the detector was successfully attached, and the wi-fi signal was good. An error message was found which indicates that the cable connection from flc pc to the generator was instable. The investigation indicates that the issue was caused by a hardware problem within the flc pc. Additionally, to the flc pc also the stu-v4 (10656662) and the hard disk 1 tb 5400rpm (11433521) were replaced. The spare part consumptions of the replaced components were checked and all show values below the defined threshold. No general or systematic issue is known.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the event. A supplemental report will be submitted if additional information is received. Internal ID # (B)(4).

Event description:
Siemens became aware of a malfunction that occurred on the mobilett mira max. Thorax acquisition could not be performed on a newborn patient in the intensive care unit. The patient was in critical condition when the malfunction occurred. A lifesaving procedure was initiated by medical personnel. No further impairments or injuries have been communicated to siemens. The reported incident occurred in (B)(6).